Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient contacted patient services and stated the remote home monitoring system call doctor icon was lit red approximately one week earlier. The patient noted the light was not red currently. Patient services referred the patient to their clinic as the red light may indicate an issue with the device system that may not have been transmitted to the clinic via the remote monitoring system. The patient noted that they had contacted their clinic and they were unaware of any specific reason the light would be red. At this time the pacemaker system remains in service and no adverse patient effects were reported.